Event description:
Caller reported issue with touchscreen responsiveness. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide additional information regarding the issue.